Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, there was an issue with discharge and wound healing. The pocket had previously been revised and tested negative for infection. The system was explanted and a new system was implanted on the opposite side of the body. The patient was fine.